Manufacturer narrative:
Age at time of event or date of birth - not provided. Date of event is unknown/not provided. Actual date of implant is unknown; however, within the initial information provided it's noted that the time of implant was about two (2) weeks prior to (B)(6) 2014 which is around (B)(6) 2014. Date of explant is unknown/not provided. (B)(4). A manufacturing record review was conducted. Results revealed the production order was not produced under deviation. There were no process and/or material changes within this order number. There were no non-conformances with respect to the sterilization process. There no complaint related environmental monitoring related non conformances within the timeframe this order number was manufactured. The search revealed that no other complaints for this order number were received to date. Based on the manufacturing record review and historical review no non-conformances are expected. Considering this conclusion, no further corrective and or preventive actions would be necessary. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: age/date of birth: (B)(6) 1964. Date of event: (B)(6)2014. Additional information noted that the lens was replaced with a model zct150, serial number (B)(4), 16.0 diopter. If implanted, give date: (B)(6) 2014. If explanted, give date: (B)(6) 2014. Date received by manufacturer: 01/04/2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information noted that the lens was replaced with a model zct150, serial number (B)(4), 16.0 diopter.

Event description:
It was reported to our canadian office that after implantation of a zct150 16.0 diopter the male patient experienced decreased contrast, glare and a painful sensation in his right eye, he also complained of burning sensation in the eye when using cosopt drops. The physician noted that was lens is mildly decentered and part of the anterior and posterior capsule had fused under the edge of the optic which may have been a result of some initial mal-positioning. The lens was explanted. Post explant the patient¿s uncorrected visual acuity was 20/20- with less glare.